Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of did not wear a mask and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for the event. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was performed and the result was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported. The following additional information was received on 21feb2012: per the nurse, the event of peritonitis was unrelated to dianeal therapy. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A sample was not requested as the event involved use error and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.